Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure for paroxysmal atrial fibrillation (afib) with a carto® 3 system and a map shift issue occurred. It was reported that during the procedure, there was a map shift of about 1 cm on the carto® 3 system. No error messages were present. After the physician created a bipolar voltage and fast-anatomical mapping (fam) map of the left atrium with the pentaray catheter, the ablation catheter and pentaray remained in the heart while the physician broke scrub. Anatomical structures were created and cleaned up the map. When the physician scrubbed in again and they began ablating the map shift was noted. There was no patient movement, they were under general anesthesia with jet. There¿s no report of cardioversion being performed prior to the map shift. There were no additional catheters or metal introduced into the field. The metal values were normal. A new map was created to continue the case successfully. No patient consequences were reported. Device evaluation details: the reported issue was investigated by the device manufacture. The study data was requested by the manufacturer to investigate the issue. Bwi representative reported that the study data wasn't available as it was deleted previously. Only backup data was provided for the investigation. R&d found that the backup data is partial and did not contain the required investigational recordings. Therefore, reported issue could not be investigated by the manufacturer¿s r&d team. The bwi field service engineer (fse) followed up on the issue with the bwi representative and was informed that the reported map shift issue was not duplicated. The fse confirmed that the system is operational. The history of customer complaints reported during the last year associated with carto 3 system # 14692 was reviewed. No similar complaints were found. A manufacturing record evaluation was performed for the system # 14692, and no internal action related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure for paroxysmal atrial fibrillation (afib) with a carto® 3 system and a map shift issue occurred. It was reported that during the procedure, there was a map shift of about 1 cm on the carto® 3 system. No error messages were present. After the physician created a bipolar voltage and fast-anatomical mapping (fam) map of the left atrium with the pentaray catheter, the ablation catheter and pentaray remained in the heart while the physician broke scrub. Anatomical structures were created and cleaned up the map. When the physician scrubbed in again and they began ablating the map shift was noted. There was no patient movement, they were under general anesthesia with jet. There¿s no report of cardioversion being performed prior to the map shift. There were no additional catheters or metal introduced into the field. The metal values were normal. A new map was created to continue the case successfully. No patient consequences were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, this is being conservatively reported for the map shift issue. Should more information become available, it will be reviewed and processed accordingly.